Event description:
The customer reported that the left monitor keeps going black. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced, the power supply was adjusted, and the lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.